Event description:
Follow up call to pt regarding call from last nights report of high pressure alarm. Recapping last nights call: pt was instructed to switch to her backup pump. Once she got it running, the high pressure alarm went off. Pt was advised to try a new mix (new cassette, new tubing) but she stated that she didn't have enough medication left. Pt was advised to go to the hospital to have her IV line checked. Author spoke to pt today. Today she stated that the hospital staff was able to help her change her tubing and the alarm stopped. She stated that there was nothing wrong with the pump or cassette. Author also advised pt to re-order medication sooner so she has medication on hand if an issue like this would arise again. No other information regarding hospital visit / pump issue was reported. Per pt, the tubing was faulty. It is not available for investigation because the hospital staff discarded it last night. Did the pt have a backup device they were able to switch to? Pt went to ER, pump now working if yes, was the patient able to successfully continue their infusion? Lapse in therapy unknown, but pump now working. If no, what was the patient instructed to do in able to continue their infusion? Pt went to the ER, hospital staff was able to get pump back to running. Reported to (B)(6) by pt/caregiver.